Event description:
A 50 ml of valproic acid hung IV piggy backed with a secondary tubing. Noted that "brain" said there was 30ml left to infuse of the piggyback but the bag of valproic was empty. Backflow of the secondary medicine into the primary line because of a possible faulty check valve.biomed determined pump was functioning correctly. Found check valve in primary tubing set defective. It allows piggy back med to flow into primary IV bag, thus making it look like the secondary (piggy back) IV infused too fast when it actually went into primary IV bag.